Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an issue occurred during the coronary diagnosis procedure, which was completed as planned by using the wired foot switch, as the issue was intermittent. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired foot switch did not acquire x-rays. The defective wired footswitch was returned to philips for failure analysis, and they found that the cable is cut in length. To resolve the issue, fse replaced the wired footswitch, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the footswitch intermittently did not trigger exposures. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the foot switch and returned the system to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.